Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an intermittent cf0b error code. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of the event.

Manufacturer narrative:
Eval in process, but not yet concluded.